Manufacturer narrative:
No exact conclusions can be made since the products were not returned to dmta for evaluation.

Event description:
"Rep called in stating that she had three single fiber laser [sic] fail during a case. She stated that two of them burnt out very quickly and the other had a piece come off. This was during a procedure and no patient injury occurred."

Manufacturer narrative:
Update as devices returned after complaint closure: analysis of the fibers revealed the following: fiber a: it is suspected that the break was caused by the haphazard packaging of the fibers when packaged to be sent back for evaluation. This fiber exhibited no other signs of use. It is speculated that the removed strain relief is what the customer was referring to as the piece that came off the fiber. The strain relief requires approximately 9.3 newtons of force to separate from the connector versus a minute amount of force (so little newtons of force it cannot be measured) required to remove the fiber from the protective tubing. It is likely that the customer inadvertently removed the fiber from the protective tubing with excess force which caused the strain relief to be dislodged. As this symptom was not present on the other two opened fibers, it is clear that the customer was aware of the correct procedure to remove the fiber from the protective tubing. Fibers b and c: the distal area of the fibers where the tips were exhibited signs of typical tip wear which occurs when the tip of the fiber is touching something during a procedure. It is likely that the tips were pushed with too much force against a body structure, likely resulting in the distal tips burning (wearing) out quickly. The accumulated energy usage indicated via the rfid scans (1580 joules and 5480 joules respectively) indicates the fibers did function and were used for a fair amount of time. In addition, the successful testing of the fibers after distal tip reprocessing, the presence of a pilot beam with successful laser transmission and the successful testing without any noted fiber breaks while under the minimum bend radius indicates that the fibers were fully capable of functioning as intended. Fiber d: brand new fiber which was returned unopened. Fiber functioned as new with no issues noted. These successful evaluation testing events indicates that there were no manufacturing faults with any of the returned fibers.

Event description:
"Rep called in stating that she had three single fiber laser [sic] fail during a case. She stated that two of them burnt out very quickly and the other had a piece come off. This was during a procedure and no patient injury occurred."